Manufacturer narrative:
Retainer ring = black. Customer stated battery side of the pump there was a crack - there is moisture/water on the screen. Pump received with critical pump error and crest software was utilized and successful, however the history download was unsuccessful since pump is on a constant dark blue screen and could not get into the join network screen. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify pump error 35 due to critical pump error (open book). Pump was cut open to perform visual inspection and found moisture damage on electronics, internal battery connector, battery connector, force sensor, motor. The force sensor offset measured within spec range during testing (26.8mv). Perform brush cleaning with the isopropyl alcohol the moisture damage areas and the original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and critical pump error occurred during testing. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and no critical pump error occurred during testing. Unit received with cracked case corner of belt clip rail, cracked battery tube threads, label damage. Unit p-cap / test reservoir lock in place properly. In conclusion, the critical pump error and crest software was utilized and successful, however the history download was unsuccessful since pump is on a constant dark blue screen and could not get into the join network screen due to moisture damage on the pcb 1. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump was dead and it got exposed to moisture. Customer stated that they there were a fluid under the liquid crystal display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.